Event description:
It was reported that pump displayed malfunction alarm after customer accidentally took pump into shower. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for storage mode, return process, and timing to avoid billing, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.